Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. The customer reported the pump battery died and the insulin pump might have turned off sensor setting on her insulin pump. The customer reported their infusion set cannula was bent. The customer also mentioned blood during sensor insertion. The insulin pump will not be returned for analysis.